Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant, abnormal assay flagged, falsely depressed hcg patient result obtained on the dimension exl system. Siemens headquarters support center (hsc) evaluated the information provided by the customer. Hsc review of the event concluded that the result for sample ID (B)(6) was consistent with a sample of insufficient volume required for testing. The dimension exl flag "hil abnl assay" is a flag indicating low protein content which would be consistent with insufficient sample for hcg testing. The testing of new sample ID (B)(6) recovered normal, unflagged results which indicates the instrument system and reagent are performing as expected. This event does not indicate a product issue. This event represents a use error due to reporting of flagged results which were non-reportable values according to the dimension exl operators guide. The dimension exl system operator's guide states for abnormal assay (abnl assay): "explanation: the result monitor feature in the software uses existing photometric or chemiluminescent reads to check for the quality and delivery of reagents and, for some methods, sample delivery. For photometric methods, the abnormal assay message indicates that the expected absorbance was not met for a specific cuvette. For chemiluminescent (loci®) methods, the abnormal assay message indicates that expected k counts were not met for a specific loci® test. What to do: this result cannot be reported. Rerun the sample." The instrument is performing according to specifications. No further evaluation of the instrument is required.

Event description:
A discordant, abnormal assay flagged, falsely depressed human chorionic gonadotropin (hcg) result was obtained on a patient sample on the dimension exl-rms w/lm system. The result was reported to the physician who questioned the result. The same sample was repeated at a later date and a higher result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant, abnormal assay flagged, falsely depressed human chorionic gonadotropin (hcg) result.